Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination of the returned sample shows the velcro strip on the short section of the tth has become detached from the fabric. Further examination shows the velcro strip is not attached to the fabric in the manner in which it is manufactured. The velcro strip was removed and examination shows the stitching is still attached to the velcro strip. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the package was opened, it was found that the fastener part had come apart. It was indicated that there was no patient involved.